Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device change out procedure, this right ventricular (rv) lead was observed to have high out of range shock impedances of 130 ohms. Vectors were changed to distal coil to device and shock impedances returned to values within normal limits of 111 ohms. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure, this right ventricular (rv) lead was observed to have high out of range shock impedances of 130 ohms. Vectors were changed to distal coil to device and shock impedances returned to values within normal limits of 111 ohms. The lead remains in service. No adverse patient effects were reported. It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. A shock lead open message was recorded by the implantable cardioverter defibrillator (ICD) during shock delivery due to high out of range shock impedance measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.